Manufacturer narrative:
(B)(4).

Event description:
A patient reported that "she kept making it go higher because she stopped feeling it when she stopped using the patient programmer (pp). It had been happening ever since she got it ((B)(6) 2015). Patient stated her symptoms were controlled at the beginning but then it stopped. If she stand up and walk around, the flutter stopped." Patient services had patient use the pp to check her current setting and she saw her stimulation was off and she was at 3.5v. Patient services had her lowered stim to 2v and then turned stim back on and raised it, she reported feeling stim more comfortable at 2.7v. It was also reported that the implant site was very sore, sometime when she was sitting, she had to turn her body because it hurt so bad. It had been this way "since shortly after the implant, it started 4-5 days ago". She did not think the implant site was infected. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.